Event description:
It was reported that a cartridge alarm occurred, and the bolus did not complete successfully. As a resolution, technical support decided to replace the pump. There was no adverse impact to the customer's blood glucose level.